Event description:
Information received that the facility could not get head to raise up. No injury reported.

Manufacturer narrative:
Tech could not get head to raise up; unable to repair onsite; swapped to repair\repair not yet complete.